Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024. The tubing was detached from the quick release (qr) the infusion set was in use for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) plan/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 06-mar-2026, this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples were visually inspected and tested for flow, leak test. All test results were within specifications. The batch record 6003694 was verified and it was found within specifications. This investigation has been updated because the malfunction code changed, which requires additional activities not included in the original investigation dated 08-apr 2024. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 04/mar/2026 against "lot number" "6003694" and similar malfunction codes: leak between tubing and site connector - detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur. The review confirmed that lot 6003694 and the identified failure mode are not associated with any non-conformance report (ncr)s or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 04/mar/2026 against "lot number" criteria equal "6003694" and similar malfunction codes: leak between tubing and site connector - detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur. The number of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6003694 was manufactured according to wi version 77 and manufactured in machine/line: quick set, on 15/nov/2023 with a total of (B)(4) units. The sub-assembly: assembly lot 3k00691 was manufactured according to the wi version 26 and assembled in machine/line: quick set, on 11-oct-2023, with a total of (B)(4) units. Lot 3k00692 was manufactured according to the wi version 26 and assembled in machine/line: quick set, on 11-oct-2023, with a total of (B)(4) units. Lot 3k02020 was manufactured according to the wi version 26 and assembled in machine/line: quick set, on 11-oct-2023, with a total of (B)(4) units. Lot 3k04977 was manufactured according to the wi version 26 and assembled in machine/line: quick set, on 10-nov-2023, with a total of (B)(4) units. The sub-assembly: tube lot 3k00678 was manufactured according to the wi version 39 and assembled in machine/line: pegado 04,05,08, on 10-oct-2023, with a total of (B)(4) units. Lot 3k04917 was manufactured according to the wi version 41 and assembled in machine/line: pegado 04,05,08, on 08-nov-2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Review of the DHR showed that during the outgoing test, an extended was found for a delamination problem in two samples in the lot number 6003694 and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi-001031 (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.